Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: the complaint could not be duplicated or confirmed with investigation. The display functioned within specification when the pump was powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the issue occurred overnight while the patient was sleeping. It was noted that the patient went swimming with the pump the day prior to the issue. It was reported that there was no evidence of trauma, damage, or moisture ingress to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.